Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the stick went black, no power. Provider states the chair stopped someone did have to push him home.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, not able to duplicate issue. Could not reproduce reported issue. Complaint of " stick went black, no power" was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, not able to duplicate issue. Could not reproduce reported issue. Provider states that the stick went black, no power. Provider states the chair stopped someone did have to push him home.